Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Battery release, heart block, lead flex cover, heart wire contacts, battery drawer, and battery flex are contaminated. Encoder flex is out of specification (pot mark in flex). Upper and lower cases are broken and contaminated. Ring cover and two side bail covers are broken. Ring is bent and two side bails are missing. Keyboard pad is scratched.